Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. E1 - additional contact: (B)(6). Investigation summary. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch that experienced leakage during use. It was stated in the report that the product was leaking. There were patient involvement and no patient harm reported.